Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that the sample tube was full and had no visible signs of fibrin or clotting. The quality control (qc) results were in range and repeat test results correlated and matched the patient's history. The customer informs that no other patients were impacted. A siemens headquarter support center (hsc) specialist evaluated the instrument files. There is no indication of reagent delivery or weak sample mixing issues based on result monitors. The instrument health report (ihr) was reviewed, and instructions provided to the siemens service team in the event of a recurrence. Siemens has performed a follow-up and informed the issue was patient sample specific. The instrument is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant falsely depressed glucose (glu) result was obtained on the dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The customer used the same sample and instrument to perform repeat testing. The repeat results were higher, and the average of repeat results (87.9 mg/dl) was reported. There are no known reports of additional patient intervention or adverse health consequences due to the glu discordant patient result.